Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its screen was black and not turning on. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h labeled for single use. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that screen remained black, and the device did not power on. A field service engineer observed that no light emitting diodes were illuminated on any controller. All controllers were replaced, the drawers were configured, and functionality was verified using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its screen was black and not turning on. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event